Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having bent cannula issues with six infusion sets. Due to this, he experienced high blood glucose level, which was 162 mg/dl at the time of this event. The highest blood glucose level reported was 500 mg/dl. He delivered 6.58 units and 10 units bolus but his blood glucose level did not go down. He replaced his infusion set, which was bent but the replacement infusion set was also bent. Since he was unable to correct it, he went to the hospital and was treated with fluids, insulin drip and electrolytes, which resolved the issue. The infusion set had been in use for one day. He did not notice any damage when the package was first opened and there was no permanent damage to the patient. He was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.